Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recv2334 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that last week they thought there was a leak in the line and conducted their testing of blood back and flushing which was fine, so continued with treatment. It was stated today the line was not bleeding back and they found after flushing there was swelling in the arm. The line has been removed.